Event description:
Report alleges pt's left implant is firmer although more moveable and has possibly decreased in size with no history of trauma and pt has had two closed capsulotomies early on. Pt has been diagnosed with scleroderma, crest, complains of arthralgias, myalgias, swelling, fatigue, adenopathy, hot flashes/sweats/chills, headaches, tmj disease, severe dental problems, dizziness, memory loss, dry mucus membranes, raynaud's with ulcerations, sensitivity to chemical/cold, shortness of breath, costochondritis, varicosities, choking sensation, gastrointestinal/genitourinary problems and onycholysis. Pt is otherwise healthy.